Event description:
It was reported that during a tb stent case that the stent prematurely deployed. The physician was attempting to implant a ultraflex tracheobronchial stent at the right broncus. However, the stent started to self release prior to the physician was able to deliver to its location and the stent was "bowing to much in the way". Patient status post procedure was fine.

Manufacturer narrative:
The device has not been received for analysis, and a technical analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family could not be performed. The root cause could not be determined.